Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (adjust belt/check belt messages) has been confirmed. Upon investigation all wires in ECG c and ECG d cables were broken near the connector. The root cause for the damaged cable was physical abuse. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing check therapy electrode messages.